Event description:
It was reported, the catheter was suspected to be kinked or dislodged. The patient was having significantly more tone at the same dose and pain. The reporter did know when the symptoms started. A dye study would be done to confirm the catheter problem. The pump was used to deliver gablofen and morphine. Additional information later reported the hcp programmed boluses and the patient had very little effect (date not reported). The patient also had constipation which made spasticity worse. Per the reporter they were able to aspirate the catheter. The catheter was going to be replaced (B)(6) 2013. Additional information later reported they still can¿t be sure the cause of the catheter issue. The catheter was easily aspirated. Per the reporter a bolus of proximal catheter was patent and it catheter was also patent. The catheter was replaced with an ascenda no issue was discovered with current catheter. Additional information later reported the catheter appeared to be fine but was changed anyway. The patient was still having a lot of pain on (B)(6) 2013 but per the reporter ¿better¿ than (B)(6) eve. Additional information later reported they wanted to change out drugs and do a system content removal procedure but because of the angle of the pump in the patient¿s body they could not access the cap (patient had endured a number of needle sticks already per the reporter) so they decided to program a bridge bolus instead. The bridge bolus was not programmed properly because, they had already updated the pump to 2000ug/ml prior to programming the bridge bolus. The bridge bolus ran for approximately 2 minutes prior to cancelling it. Additional information later reported the hcp had tried fluoro to access port. The reporter was unsure of the drug in pump. The programmer had different information than what the managing hcp provided, hence attempt at aspiration. The patient was noted as doing ¿fine¿.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).